Event description:
It was reported that the patient had a fractured catheter. The patient did not have symptoms prior to the catheter revision that was done. The physician stated that the patient "wasn't feeling herself" but no other symptoms were present to indicate that she had a fractured catheter. The spinal portion of the catheter was no longer attached or visible, and it was not retrieved. It was also determined that approximately 30cm of the catheter had fractured off into the patient's intrathecal space. A new 30cm catheter was used for the new spinal segment with csf flow observed from the catheter end. The v-wing anchor was used and sutured at the fascia entry point at both suture points of the anchor. A sutureless catheter connector and strain relief sleeves were used to attach the new spinal segment to the remaining proximal pump segment. The connecting pin was anchored to fascia at the anchoring site to prevent catheter kinking. The patient's pump was primed and the baclofen dosage was restarted at minimum rate of 12mcg/day instead of the pre-surgical dose of 100mcg/day. The physician had planned to follow-up with the patient about a week after the revision procedure was done.

Manufacturer narrative:
(B) (4).